Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible site or set occlusion, occluded, and no delivery/occlusion alarm. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia, which was treated with a manual injection/insulin pen, and an insulin pump (subcutaneous insulin infusion). The customer stated that the cause of the hyperglycemic episode was receiving an insulin flow block alarm, which healed with a manual injection. The event involved product(s) mmt-864a, mmt-332a, and mmt-1880l. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further complications were reported. No product return is required for mmt-864a. No product return is required for mmt-332a. Mmt-1880l was requested and the customer response was that the device would be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. A water filled reservoir was used during testing. All boluses delivered properly and were listed in the daily history. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The motor was tested outside of the device and passed. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection, fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for no delivery alarms anomalies. Unit passed all required testing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.